Event description:
On removal of left sided port, it was found that only 2 inches of catheter were attached to the port. The catheter seemed to be flattened/frayed appearance at distal end, with some discoloration for a 1-2 cm distance. Fluoroscopy shows remainder of catheter in pt's heart. Pt closed at incision site on left, taken to recovery room to be monitored and transferred for possible removal of catheter fragment.